Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that she used a tampon on monday, (B)(6) 2016, removed it after 4 hours and noticed she wasn't bleeding anymore. The next day,she tried to insert a tampon because she didn't know if her period was going to start up again. She states that she wasn't able to insert the product fully. She inserted her finger and removed a quarter inch of a pledget. She states that she had abdominal pain all day on monday. After removing the piece of product, she felt much better with no pain. Medical attention was not received.